Event description:
The company was informed that the patient was experiencing sound quality issues and the patent's device had multiple open electrodes. Surgery to explant the device has been performed.